Event description:
The customer reported the patient was scheduled for an open glossectomy plus gastrostomy tube placement and when performing gastrostomy tube placement cx surgeon dr. (B)(6) performed balloon permeabilization and it was broken.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot's release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. A supplier corrective action request has been sent to the supplier. We will continue to monitor related reports to determine if additional actions are necessary.